Event description:
It was reported that the surgeon had difficulty getting the guidewire out of the catheter resulting in some stretching of the catheter. The hcp was eventually able to get the guidewire out of the catheter, and the catheter was left implanted. No pt symptoms or outcome was reported. The drug contained in the pt's pump was not reported.

Manufacturer narrative:
This report is being submitted following an internal audit.